Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the screw insertion, the screw tip was broken. The surgery was delayed 20 minutes as a result of this event. The hardness of the bone was normal. The screws were removed, and the surgeon used a competitors screws to complete the surgery. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). A macroscopic assessment revealed that the screw showed slightly damaged threads, there was no damage to the tip. The slots of the screw head were slightly deformed at the edges. The microstructure of the material was examined in a cross section and found to be in accordance to the standards. There were no evident irregularities or signs of embrittlement. The raw material complies with the requirements of the international standard and ao specification. The fractured screws may have become damaged from a high torsional load during insertion. Breakage could also have occurred from insertion of the screw in hard bone without pre-drilling or contact with another metallic device such as an implant. Pre-drilling may help to prevent premature breakage of the screw. (B)(4)

Event description:
This is 1 of 3 reports for the same event, complaint # (B)(4).